Manufacturer narrative:
Additional information: h6 for product not returning.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed impedance issue on the right ventricular (rv) lead. The physician elected to explant the rv lead. The patient had passed away for unrelated to abbott devices.

Manufacturer narrative:
Additional information: h6 for product not returning.